Event description:
It was reported that 3 bd luer-lok¿ syringes had deformed stoppers, 2 had blurred scale print, and 1 had a broken plunger thumb press. The following information was provided by the initial reporter, translated from (B)(6): "3 syringes deformed rubber... 2 blurred print, 1 thumb press broken off".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0140240. Medical device expiration date: 2025-05-31. Device manufacture date: 2020-05-19. Medical device lot #: 1005396. Medical device expiration date: 2025-12-31. Device manufacture date: 2021-01-05. . Medical device lot #: 9312712. Medical device expiration date: 2024-10-31. Device manufacture date: 2019-11-08. Investigation summary: it was reported there are defects with syringes. To aid in the investigation, three samples with no packaging blister were received for evaluation by our quality team. A visual inspection was performed and the samples have a rolled rubber stopper. No other defects or imperfections were observed. This is defect could occur during the manufacturing process if when the plunger rod was being assembled to the rubber stopper and the stopper was not properly centered inducing the symptom reported. Two samples with no packaging blister were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Four samples with no packaging blisters were received for evaluation by our quality team. A visual inspection was performed and the syringe barrels have a black speck. Each sample was tested with an alcohol wipe. It was not possible to remove the speck, it is embedded. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. Three samples with no packaging blister were received for evaluation by our quality team. A visual inspection was performed and the samples have a rolled rubber stopper. No other defects or imperfections were observed. This is defect could occur during the manufacturing process if when the plunger rod was being assembled to the rubber stopper and the stopper was not properly centered inducing the symptom reported. As the lot provided is 'unknown,' a device history record review could not be completed. Verification of the assembly process was performed. Settings were correct, alignment of the components were correct and the flow of products was good. To date, there have been no other similar events reported for the possible lots provided from the customer. Based on the investigation and with the returned sample analysis the symptoms reported by the customer are confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.